Manufacturer narrative:
Additional information received indicated that a chest x-ray was taken and confirmed the lead had dislodged into the coronary sinus. A revision procedure planned to be performed in the future.

Event description:
Boston scientific received information that in a review of a stored ventricular tachycardia (vt) episode, this pacemaker and right ventricular (rv) lead displayed an additional deflection on the rv channel following both a ventricular sensed event and a ventricular paced event. Additionally, there were two different morphologies on the electrogram (egm) during the sensed vt episode. Intrinsic r-wave sensing was variable between 2 to 6 millivolts (mv). Boston scientific technical services (ts) recommended seeing the patient in clinic to ensure appropriate pacing and sensing. A chest x-ray was also recommended. No adverse patient effects were reported.